Event description:
Covidien sonicision dissector was being utilized in total laparoscopic hysterectomy case. The tip of dissector broke off during procedure and was lost in abdomen. X-ray was needed in order to successfully retrieve the tip. Manufacturer response for cordless ultrasonic dissector, sonicision cordless ultrasonic dissector (per site reporter): they are sending us a return box and have apologized for the inconvenience.